Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and that the pump unexpectedly shuts down. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support, therefore no additional information was obtained.